Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a diabetes-related issue. The customer experienced a high blood glucose level of 507 mg/dl during the incident. There was no injury caused by the event, and the customer reverted to multiple daily injections (mdi) as an action to resolve the blood glucose issue. A pump system check was performed, and the pump was found to be functioning properly. The customer received IV fluids and insulin treatment, which resolved the issue, and there was no permanent damage identified by the healthcare provider. The customer was released from the hospital on (B)(6) 2025.